Manufacturer narrative:
Inspected one opened and used sensor. We performed visual and found a whole sensor cannula. No broken or missing parts were observed during analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannula was detached from the sensor and was in her body, the customer's blood glucose level at the time of the incident was unknown. The sensor will be returned for analysis.